Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2017-06851. The patient was implanted with 2 supra-orbital and 2 occipital leads for (off-label usage); it was reported the patient experienced a loss of stimulation due to impedance issues on the left supra-orbital lead. As a result, surgical intervention was undertaken on (B)(6) wherein left supra-orbital lead was explanted and replaced with a different model. Postoperatively, stimulation was restored and the issue resolved. Note: both supra-orbital leads are being reported as it's unknown which device is liable.